Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, there is no evidence that the implants malfunctioned. The most probable root cause is improper implant selection (too short). The patient's physical activity following the initial procedure may have also contributed to the pain complaints. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: second (middle): ifuse implant, p/n 7045-100, lot# 493437, mfd. 02 jul 2015, expires 2020-07, (B)(4); third (inferior): ifuse implant, p/n 7035-100, lot# 493435, mfd. 07/27/2015, expires 2020-07, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient had pain relief for one month before reporting a recurrence of pain symptoms following physical therapy that may have begun too soon. The surgeon determined lucency around two implants and removed them and replaced them with longer and wider implants of the same type and added an additional new implant of the same type. The patient's pain complaints resolved following the revision procedure.